Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, severe infection, additional surgery, and urine leakage. No further info has been provided.